Event description:
The healthcare professional reported left-side rupture. The device has been removed.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
The healthcare professional reported left-side rupture. The device has been removed.

Manufacturer narrative:
E1. Phone number continued:(B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The healthcare professional reported left side rupture. The device has been explanted.